Manufacturer narrative:
Follow-up # 2 ¿ (11/27/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on 11/13/2013 and 11/15/2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 08/27/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the test strip passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately low compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information. The patient reported the alleged issue first occurred during (B)(6) 2013. The patient reported obtaining readings of ¿90mg/dl¿ on the lfs meter. The patient reported using insulin pump therapy to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported for 2 months after the alleged issue occurred she experienced symptoms of ¿blurred vision, sweating, weakness, shakiness.¿ it is unclear if the patient associates the symptoms with high or low blood glucose. The patient reported between (B)(6) 2013 and (B)(6) 2013, she treated herself with insulin. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement. The cca noted that the patient¿s test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she developed symptoms suggestive of an acute complication of diabetes and required self treatment to prevent additional injury.